Manufacturer narrative:
The product was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer was admitted to the hospital with a blood glucose of 580 mg/dl. The customer was diagnosed with having had a mild heart attack and was also put on an insulin drip, blood thinners, and potassium. The pod was removed and discarded at the hospital.